Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any add'l relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a carotid angioplasty treatment procedure for carotid stenosis, stent deployment difficulties occurred. The lesion being treated was 80% stenotic, non-calcified, and eccentric in shape. The lesion length and vessel diameter are unknown. The anatomy was not tortuous. The physician used a femoral artery vascular access site and no resistance was encountered. The type of guidewire and guide catheter used are unknown. No lesion predilatation or post-dilatation was performed. The ratio of the contrast dye was 50%. When the doctor initiated deployment of the 8.0x21 mm carotid wallstent monorail at the site of the lesion, the proximal end of the plastic sheath used to deploy the stent broke. The physician could not complete deployment of the stent, therefore, the physician retrieved the entire device and finished the procedure with a balloon expandable express ld stent. The physician states that the event was unlikely to be related to the device. The pt was stable during the entire procedure. No pt injuries or complications occurred during the procedure. Pt status is reported as "good".